Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the health care professional (hcp) tried to register with tracer method, patient reference frame, and 3 point touch. Then the system shut down and restarted. The same issues occurred when starting again. During registration using tracer method, the traced dots where showing up on the 3d model in the wrong place. At one point the nose tracings were showing above the head, at another they were showing to the right and below the nose. They tried all 3 registration methods and none of them resulted in adequate results. After upwards of 10 restarts, the hcp decided that they needed to go ahead with the case and not rely on navigation. The final registration number was 1.5, but navigation was very inaccurate. The dots would appear while tracing, but would then dis appear once they stopped. We tried every registration mode, several times and nothing was making any difference. The inaccuracy amount was ranging from 4-5mm. This was occurring with all instruments. The patient tracker was on the patient's forehead, with the side emitter. Both were set up correctly and within typical scope. Navigation was aborted. No reported impact to the patient. There was less than hour delay to the case.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735736, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: d3-4 updated. H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. It was suspected that a poor model might have caused the reported behavior. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.